Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Call came through technical services, dealer no longer on the phone. Dealer states that the chair will stop while driving.